Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor cannula or introducer needle break. Customer¿s blood glucose was unknown at time of incident. Customer states that the sensor was not attached. Customer states that sensor cannula was still in the body. Product will be return for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted to the top of sensor base. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.